Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with pain, edema, erythema, purulent discharge, and infection in the scrotum. The infection was observed two weeks ago and treated with antibiotics. The ipp was explanted and replaced with a malleable device. There were no additional patient complications.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with pain, edema, erythema, purulent discharge, and infection in the scrotum. The infection was observed two weeks ago and treated with antibiotics. The ipp was explanted and replaced with a malleable device. There were no additional patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.